Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician found the hi/low drive brake block was contaminated with lubricant. The technician cleaned the drive brake block assembly to repair the bed.